Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition and conduction system injuries (heart block) which may require intervention are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to a canted valve malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. Additionally, according to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwardes lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, patient factors (severe leaflet calcification) likely cause or contributed to the canting of the valve. The chb was most likely caused by the mechanism listed above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, during the transfemoral tavr procedure, the valve was deployed in a canted position and the patient required a ppm after the procedure. Initially, the pre-procedure`s cardiac rhythm showed the patient had slow afib (50-55 bpm). Percutaneous access of the right femoral artery was gained using 2 perclose followed by smooth insertion of the 16fr esheath. No bav was performed. The delivery system and s3 valve were prepped with one extra cc as per the physician's request. The s3 was advanced and positioned with the bottom of the center marker at the base of the cusps. Deployment was done under rvp. Asystole was noticed post valve deployment and the patient was subsequently paced. Final valve position was 70:30 aortic/ventricular on the ncc and 100:0 a/v on the lcc. The thv appeared "really canted". No pvl was noted on tee. The final gradient was 1mm hg. The esheath was removed and the rfa was closed. A final runoff angio revealed brisk distal flow. The patient had a ppm implant after the procedure and left the room in stable condition.